Manufacturer narrative:
The lead remains implanted surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a loss of capture (loc) and high impedances measurements. The patient is pace dependent and had suffered syncopal episodes as a result of the lead issue. A lead revision was performed in which a lead fracture was observed. During the procedure while attempting ot gain access for the new lead, long pauses were noted. The lead was capped and replaced successfully with no further observations. There were no additional adverse patient effects.